Event description:
It was reported that multiple episodes of noise were observed. X-ray revealed externalized conductors between the svc and rv coil. The lead was capped. Patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.